Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during on-site visit it was reported that one of the highest repaired parts was iui connectors. The product issue was reported to manufacturer associate during site visit. Customer does report using third-party parts. There was no information on patient involvement. No devices are available for return to bd for evaluation.